Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to blank display. Pump received with cracked case display window corner and detached end cap. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was broken and had shattered pieces all over. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.